Event description:
It was reported that the patient underwent a lumbar spinal surgical procedure. It was reported that the set screw slipped during insertion into the bone screw. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): microscopic examination of the crest and flank of the leading edge of the set screws are damaged, consistent with misalignment. Functional evaluation with a sample mas found the set screws unable to be fully engaged into the mas head.